Event description:
Customer reported defect catheters. No further description of the complaint was given by our foreign affiliate after attempting to obtain detailed info regarding the defected catheter.

Manufacturer narrative:
Device had not yet been evaluated.